Event description:
It was reported that the unit's monopolar #2 was not working, display was greyed out and there was difficulty inserting the plug on monopolar no. 1 using a hand switch and a non-(B)(6) rem pad. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).